Event description:
Event description guidant received information that this ventricular fineline ii lead had exhibited an impedance measurement of 1900 ohms. An x-ray revealed a lead fracture in the subclavian first/rib location. The lead was removed from service; distal portion explanted and the proximal portion surgically abandoned. The device was subsequently reprogrammed to aai mode. Five months later, a fracture of the atrial lead was noted in the subclavian area. At this time, the atrial lead was explanted in addition to the proximal portion of the ventricular lead that previously had been surgically abandoned. The pacemaker was re-implanted and interfaced to two new non-guidant leads without further incident.